Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 915988) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of pelvic pain female and overweight. Epithelial cell abnormality. Atypical squmous cells of undetermined significance. Specimen adequacy: satisfactory for evaluation.endocervical and /or squamous metaplastic cells are present. Source:cervical -endocervical. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy,d&c.). At the time of the report, the outcome of medical device removal was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2012 and the estimated date of delivery was on (B)(6) 2012. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester, beginning at week 4. The pregnancy outcome was reported as fetal death. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.967 kg/sqm. [Pathology test] on (B)(6) 2013: surgical pathology report: diagnosis: a.products of conception (d&c). B.bllateral fallopian tubes(bilateral salpingectomy): completely transected fallopian tube. Clinical history:missed abortion,desires permanent sterilization specimens received: products of conception, bllateral fallopian tubes procedure: laparoscopic bilateral salpingectomy,d&c. [Ultrasound scan] on (B)(6) 2013: exam:ultrasound obstretrical. Indication:positive pregnancy test but has essure performed as well as uterine ablation transvaginal sonography. Findings: uterus is retroverted.an intrauterine gestational sac is visualized.there is fetal pole demonstrated.the crown rump length of the fetus is 4.8 mm and this is in 4 or 5 weel gestation.the size of the gestational sac is 2.3 cm and this correlates with a 6-week gestation. A hemorrhagic cyst is seen on the left ovary and there is a small amount of free intraperitoneal fluid. Impression: 1.intrauterine gestatonal sac demonstrated with a fetal pole and estimated gestational age 4-5 weeks. 2.corpus luteum cyst on the left ovary. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 915988) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of pelvic pain female and overweight. Epithelial cell abnormality atypical squmous cells of undetermined significance. Specimen adequacy: satisfactory for evaluation. Endocervical and /or squamous metaplastic cells are present. Source:cervical -endocervical. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device"). An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy,d&c.). At the time of the report, the outcome of medical device removal was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2012. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as fetal death. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.967 kg/sqm. [Pathology test] on (B)(6) 2013: surgical pathology report: diagnosis: a. Products of conception (d&c) b. Bllateral fallopian tubes(bilateral salpingectomy): - completely transected fallopian tube. Clinical history:missed abortion,desires permanent sterilization specimens received: products of conception, bllateral fallopian tubes. Procedure: laparoscopic bilateral salpingectomy,d&c. [Ultrasound scan] on (B)(6) 2013: exam:ultrasound obstetrical. Indication:positive pregnancy test but has essure performed as well as uterine ablation transvaginal sonography. Findings: uterus is retroverted. An intrauterine gestational sac is visualized. There is fetal pole demonstrated. The crown rump length of the fetus is 4.8 mm and this is in 4 or 5 weel gestation. The size of the gestational sac is 2.3 cm and this correlates with a 6-week gestation. A hemorrhagic cyst is seen on the left ovary and there is a small amount of free intraperitoneal fluid. Impression: 1. Intrauterine gestational sac demonstrated with a fetal pole and estimated gestational age 4-5 weeks. 2. Corpus luteum cyst on the left ovary. 915988 - invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.